Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in the tube. No patient impact reported.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in the tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer in support of this complaint catalog 367856, lot number 3016625. 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.